Event description:
It was reported that patient presented to the hospital after experiencing cardiac arrest. During generator change procedure, it was found that patient's right ventricular (rv) lead exhibited high capture threshold. The lead was capped and replaced on (B)(6) 2023. The patient was stable.

Event description:
New information received notes that the capped lead was explanted. There were no patient consequences.